Event description:
The customer reported a failure to discharge while using battery power. The device showed a "defib failure, cycle power" error 1 message.

Manufacturer narrative:
(B)(4). The customer reported a failure to discharge while using battery power. The device showed a "defib failure, cycle power" error 1 message. The customer localized the issue to a drained battery being used. A replacement battery was ordered.